Event description:
The patient presented in the or for change out due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.